Manufacturer narrative:
B5 updated to include the outcome of the patient. This report is for the same event as manufacturer report: 2937094-2020-00803 and 2937094-2020-00805. The device is not available for analysis. The lot number for the reported device was not provided. A ship history was performed and identified three potential lot numbers shipped to this customer. The review identified lot 25142927, 25142932 and 25228578 as potential fiber lot numbers that were likely present at the facility when the procedure took place. A review of each of the lot numbers manufacturing records confirmed that the devices met all material, assembly and performance specifications. A review of the device instructions for use (IFU) and operators manual was completed and there is no evidence the device was used contrary to product labeling. Based on the information currently available an evaluation conclusion code of cause not stablished was assigned to this investigation.

Event description:
It was reported that during procedure, the metal cap of 3 fibers were observed to be detached during insertion into the scope. The metal cap was removed from the body of the patient each time with a flexible ureterorenoscopy. A fourth fiber was used to complete the procedure. The procedure was successfully completed without patient complications. 3 of 3.

Manufacturer narrative:
This report is for the same event as manufacturer report: 2937094-2020-00803 and 2937094-2020-00805. The device is not available for analysis. The lot number for the reported device was not provided. A ship history was performed and identified three potential lot numbers shipped to this customer. The review identified lot 25142927, 25142932 and 25228578 as potential fiber lot numbers that were likely present at the facility when the procedure took place. A review of each of the lot numbers manufacturing records confirmed that the devices met all material, assembly and performance specifications. A review of the device IFU and operators manual was completed and there is no evidence the device was used contrary to product labeling. Based on the information currently available an evaluation conclusion code of cause not stablished was assigned to this investigation.

Event description:
It was reported that during procedure, the metal cap of 3 fibers were observed to be detached during insertion into the scope. The metal cap was removed from the body of the patient each time with a flexible ureterorenoscopy. A fourth fiber was used to complete the procedure. No further information is available. 3 of 3.